Manufacturer narrative:
(B)(4). Concomitant medical products: cat#: 113630, lot#: 792980, comprehensive shoulder humeral stem ; 115370, 796570, 44 mm comprehensive reverse humeral tray co; 115310, 523110, comprehensive reverse shoulder glenosphere standard 36 mm; 010000589, 004630, mini baseplate (25 mm) with taper adapter; 115381, 989920, comprehensive 8.5 mm central screw master; 180550, 211560, comprehensive locking screw master; 180550, 858970, comprehensive locking screw master; 180559, 132900, comprehensive non-locking screw master; 180559, 488640, comprehensive non-locking screw master. Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -08610. Product location unknown.

Event description:
It was reported that patient underwent a reverse total shoulder replacement surgery. Subsequently, patient was experienced dislocations on the operated shoulder two (2) weeks post-implantation. No further information is currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay. No device was returned for evaluation. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information provided at the time of this reporting.